Manufacturer narrative:
The investigation into the controller failure (red alarm) issue has been completed. The automated impella controller (aic) was returned for investigation. Console logs from the reported day of event are consistent with complaint and show two instances of controller failure alarms due to purge pressure sensor defect occurring during two out several purge changes. All other purge changes, throughout the case, were successful. Data revealed, that during the alarm conditions, values of measured purge pressure were negative (approx. -15mmhg). During testing in (B)(6) (purge cassette and purge bag change) the issue was not reproduced, however observations of non-averaged values of measured purge pressure during purge changes showed small negative values (-1 to -2). Same measurements conducted on a known-good engineering console never showed values lower than 0. Although the purge pressure transducer was verified to be within specification as per 0042-7909 sec. 12, it¿s been decided that in abundance of caution the pud pca and the transducer should be replaced, as both components could have contributed to this malfunction. Because the purge disk retainer was also found to be cracked (unrelated to this complaint), we requested for the entire purge assembly to be replaced. Repair: replace purge assembly and perform functional check. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock / low cardiac output syndrome was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported an aic controller emitting a "controller error" alarm during support. A backup console was brought into the room, however, issue resolved before the need to switch consoles. There was reported harm to the patient.